Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's calcified anatomy. Following the bav, the valve was successfully deployed at a target implant depth of 2-3 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Following the successful implant of the valve, mild paravalvular leak (pvl) was observed. Subsequently, a post-implant bav was performed, with rapid pacing performed during the procedure. Upon the performance of the bav, the valve dislodged to the sinotubular junction (stj). Subsequently, a new valve was implanted valve-in-valve. Per the physician, a 45 minute procedural delay occurred as a result of the dislodge.

Manufacturer narrative:
Image review: one image was provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. The depth prior to release was reportedly 2-3mm on the non-coronary cusp and 4mm on the left coronary cusp. It was documented that a post implant dilatation was performed due to mild paravalvular leak after which the valve dislodged to the sinotubular junction. The dislodgment event was not captured therefore it is not possible to validate the cause of the dislodgment. The image provided shows two valves, a dislodged valve in the ascending aorta and a second valve presumably in the aortic annulus. As stated in the instructions for use (IFU): potential risks associated with the implantation of the valve may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated h6. And corrected h6. Additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.